Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose level was over 600 mg/dl and a result they were hospitalized. Customer's cause for hospitalization was hyperglycemia. Customer was checked out of the hospital with the insulin pump on and their blood glucose down to 200 mg/dl. Troubleshooting was performed for high blood glucose levels. Customer stated they do not change out their infusion set every two to three days as required. Customer was advised to change out the entire infusion set and to perform high pressure test.